Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue occurred on an unspecified date "6 years ago". The patient alleged to have obtained a "high blood glucose" reading with the subject meter and as a result they consumed less food and/or drink on the day this alleged issue occurred. The patient manages their diabetes by self-adjusting their insulin, and did not make any changes to this regimen at the time, however. The patient stated that an unknown period of time after the alleged issue occurred they developed an "attack of sweating, strong salivary flow and dizziness", and as a result had their blood glucose measured by a nurse in the "(B)(6)" which they were residing in at the time. The nurse's meter read "low blood glucose", but the patient could not provide any specific meter readings which were obtained. As a result of this reading on the nurse's meter, the nurse provided the patient with fructose by means of treatment. No further medical intervention was required. At the time of troubleshooting the csr noted that the results which were obtained were obtained greater than 30 minutes from each other. No further information could be obtained at this time. This complaint is being reported based on the following conclusion: although the meter readings obtained do not meet lfs accuracy criteria, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.